Event description:
It was reported that a pulse oximeter display showed missing segments. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned device was evaluated for the reported event. The failure investigator confirmed the event and replaced the corroded printed circuit board (pcb) to resolve the issue.